Event description:
During the atrial fibrillation procedure, a blood leak was noted from the hemostasis valve. The device was replaced and the procedure was completed with no adverse consequences to the patient. After performing the septal puncture with another sheath, the agilis nxt steerable introducer was inserted into the left atrium. When a non-abbott catheter (j&j smart touch dd curve) was inserted and rf ablation had begun, it was noted that blood leaked from the hemostasis valve. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.